Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ severe and excessive bleeding during menstruation") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (total transvaginal hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered menorrhagia, pelvic pain and polymenorrhoea to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ severe and excessive bleeding during menstruation") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (total transvaginal hysterectomy with bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and polymenorrhoea outcome was unknown. The reporter considered menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.